Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, four heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to (B)(4) cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. Lot history record reviews were completed for the reported product lot numbers. There were no non-conformances recorded in the lot histories. Due to the multiple issues that the customer has experienced with the heartstring iii device, an in-service training was conducted by a maquet representative. (B)(4). Lot #25058382.